Manufacturer narrative:
A picture was returned showing the back labeling of a primary plum set package, a 250 ml bag and a chemotherapy prep label. The complaint of leakage could not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Correction in h6. Updated information in d9.

Event description:
It was reported that the primary plum set, clave secondary port, clave y-site, secure lock, 103 inch had a leak detected. The report states that they "experienced a chemo leak with an ICU medical tubing set, however this one would have been on a primary plum set without filter. Drug was oxaliplatin and did result in coworker exposure (on hand)." There was patient involvement and unknown adverse event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. (B)(6).